Event description:
It was reported that the patient experienced pocket stimulation from the left ventricular (lv) lead. The pocket was reopened and the physician thought the lead connected to the cathode was fractured. The lv lead was capped and was replaced with a chronic lead which had been previously implanted. It was also reported that during the revision, it was noted that there was no seal over the set-screws on the device. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-35, implantable pacing lead. (B)(6) 2009. A 5076-45, implantable pacing lead, (B)(6) 2002. A 5076-52, implantable pacing lead, (B)(6) 2002. A 5866-38m, adaptor, (B)(6) 2009. (B)(4).